Event description:
As reported by the user facility: reason of complaint: introcan IV catheter 4251687-02 failed during therapy. Catheter broke off from hub upon removal; catheter piece remains inside patient and will be evaluated by a vasular surgeon today.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) sample attached to an extension set was submitted to the manufacturer for evaluation. It was noted that the broken off piece of the catheter was not received. Through visual examination, no damage on the capillary hub and capillary horn area were observed. No residue of capillary was observed at metal bush after dissecting the capillary hub that assumed the capillary had completely detached from the metal bush. A simulation at three catheter assembly lines (cal) which manufacture g18 products to replicate the reported issue was conducted. The metal bush and capillary insertion depth is monitored by the in-line vision system, which detects and automatically rejects any incomplete insertions. A simulation was conducted using 30 in-house samples with bush capillary depths greater than 3.3 mm, which fall outside the acceptance specifications. The objective was to investigate whether incomplete insertion of the metal bush and capillary could contribute to capillary detachment defects. The simulated samples were sent to ipqc for catheter strength testing; the results obtained noted that all samples passed the test. Based on the investigation, the reported issue was observed. However, an exact root cause could not be determined at this time. Training was conducted to operators to heighten their awareness of this issue. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.